Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the leading haptic was stuck on the posterior side of the iol and did not get released, and no patient harm was reported.additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.the manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.